Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic colon resection, the cartridge stopped firing in the middle of firing, and the knife could not be retracted. The procedure was then converted to open surgery, and the tissue around the closed jaw was resected using a new cartridge, and the cartridge was removed from the tissue.